Event description:
While pt was using latex gloves she developed hives and later on it progressed into asthma. Pt took medication without any positive results. Pt was required to carry and epi-pen, a proventil inhaler and anatrac. Pt is no longer working as an rn. Pt stated that everytime she goes to a grocery store or a toy store she gets an allergic reaction.